Event description:
Reporter stated that patient received the following results on the advantage system compared to lab results within 3 minutes: 252 mg/dl (advantage meter) and 116 mg/dl (lab). No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).